Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient began experiencing double vision and slurred speech. This was not reported to the site for approximately 3 hours. At this time, the patient refused to seek medical attention. The patient was later driven to the emergency room (ER), approximately 6 hours after the onset of symptoms. The patient¿s international normalized ratio (inr) was subtherapeutic upon admission. Head computerized tomography (CT) in the ER was negative for any neurological changes. Warfarin was discontinued, and neurology was consulted. No intervention was performed due to the period of time that had lapsed. It was suspected that the patient had a cortical stroke that was not apparent on CT and etiology could be cardiac vs. A sclerotic in nature. The following day the patient exhibited some ocular-motor issues. Two additional cts were negative for neurological changes. The patient remained hospitalized but stable with waxing and waning symptoms. A low dose of heparin was initiated for anticoagulation. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.